Manufacturer narrative:
H10: user facility report # (B)(4), user facility report #(B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a patient visit the system controller was noted to have a driveline power fault, as well as dust/debris in the modular cable connection. The modular cable and controller were exchanged and no further alarms were noted. Log files were submitted for review and contained the onset of driveline power a faults on (B)(6)2024. There were also 2 separate sets of alarms associated with driveline disconnects on (B)(6)2024. It was noted that following the disconnects the driveline fault appeared to have persisted. The driveline disconnects were reportedly not related to troubleshooting, and it was unknown if the modular cable had any trauma, though no visible damage was noted. Related manufacturer's reference number for the pump: 2916596-2024-01494 related manufacturer's reference number for the controller: 2916596-2024-01495.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
User facility medwatch received that stated the patient had called their ventricular assist device (vad) office on (B)(6) 2024 to state there was new onset of driveline fault alarms and visited their clinic to exchange the modular cable and controller. The patient stated that they had no symptoms, and the vad numbers were normal. However, the patient had admitted to showering without covering the modular cable connection.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: model number catalog number and primary UDI corrected. Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed via the submitted log file. A review of the submitted controller event log files spanned approximately 5 days (24feb2024 ¿ 28feb2024 per time stamp). The driveline was disconnected for an unknown reason briefly on 27feb2024 at 14:55:11 and 23:34:23. This caused the pump stop to stop and associated alarms to activate which is addressed in the pump investigation. The driveline disconnect alarm cleared when the driveline was reconnected the pump returned to the set speed without issue each time. There were no other notable alarms active in the log file. The returned modular cable, lot 8250763, was functionally tested with the returned system controller and found to operate as intended during analysis; no alarms were produced. The cables internal conductors were also tested, and no anomalies were noted. Additional information provided stated that the driveline disconnects were not related to troubleshooting. There was no visible damage noted. The modular cable connection was secure and fully connected prior to exchange. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported driveline disconnect alarm was not conclusively determined through this analysis. Device history record was reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (doc. #10006136, rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including driveline disconnect alarms. Heartmate 3 instructions for use (rev. C) section 2-¿system operations¿ and heartmate 3 patient handbook (doc. #10006136, rev. D) section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The heartmate 3 patient handbook (rev. D), section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. The heartmate 3 lvas patient handbook (rev d) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.